Event description:
Date of event - unknown. Reported that the case was three weeks prior to date received by manufacturer. It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), while the jagtome rx sphincterotome was in the scope, the physician flexed the cut wire, the tip of the sphincterotome shot to the right making it impossible to get to the proper position. The physician removed the device and used another sphincterotome. The patient is 'fine."

Manufacturer narrative:
The lot number was not provided by the user facility; therefore, the device manufacturer date is unknown. A review of the device history record could not be performed since the lot number was not provided in the complaint. Product analysis could not be performed due to the device not being returned, it was disposed of by the customer. Based on the evaluation of other devices with the same issue (cannulating orientation), the most probable root cause could be due to user handling, device design or manufacturing/ packaging, with out product analysis the cause is undeterminable.